Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter gn 18ga x 1.0in needle pulled out of the hub. The following information was provided by the initial reporter; during the puncture of a tomography patient, where he was going to undergo a heart tomography, the metal part of the needle came off, but it was possible to remove the metal needle without causing harm to the patient.

Manufacturer narrative:
DHR review: the complaint lot#2235004 sku is 383346, assembly in suzhou plant1 on 2022.sep.24, lot quantity is (B)(4). Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot return sample analysis: no defect sample returned, no picture provided retain sample analysis: sampling 2 ea from the retain sample of the same lot to check needle assembly status and retraction function, test result is good. Refer to the attachment for retain sample test report possible cause analysis: the complaint reports that needle is not withdrawn together with guide wire, the possible cause of this defect is that crimping condition between stylet and needle is not good. Current manufacture process have control procedures as below to protect this kind of possible cause: 1. After stylet/needle crimping process, 100% inspection is performed for the crimping status 2. Check the pull force between stylet(guide wire) and needle at the beginning of each shift 3. Qc in-process sampling check the pull force above, and sampling check the finish goods after eo for this item as well. As conclusion, there is no sample returned, no picture of the defect sample provided, we cannot clarify the actual defect feature. Sampling check the retained sample, all related items are within product specification, so the root cause is not clear.

Event description:
No additional information provided.